Event description:
It was reported that a malfunction alarm occurred with a malfunction code of malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to reset the pump to resolve the issue.